Event description:
Acetabular screwless shell implanted, after previewed and okayed by physician. Acetabular insert also approved & opened. Before implanting insert, dr notified by sales rep that insert and shell were non-compatable. Shell & cement removed from surgical site. Extra bone removed to accomodate longer acetabular insert. Allografts and cancellous chips inserted to replace extra bone that was removed.